Event description:
Ten days post uae, began to experience extreme pelvic pain. Went to the ER where extreme pain was accompanied by vomiting. CT scan showed an ovarian cyst and was sent home with percocet for pain control. The performing ir said things were going well and recovery would take a bit longer than average. At 32 days post uae, still experiencing severe pain on and off. Add'l pain meds required at night. Barely able to function, only doing minimal necessary household chores. Gynecologist performed sonogram and did not see anything wrong. Gyn said she would have to "suffer through" and to let her know when she had enough, and she would perform a hysterectomy. Prior to uae, was a very active woman who worked out, had a healthy diet, and was not overweight. Weight prior (B)(6); 30 days post uae, weight is (B)(6). She would never recommend this procedure and is sorry she had it done.